Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940, implantable pacing lead, implanted: (B)(6) 2000; d314drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a possible fracture on the right ventricular (rv) lead. It was noted there was an alert for high rv and superior vena cava (svc) impedance measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.